Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was folded but not fully wrapped around the shaft of the device. The stent was not on the balloon at the time of return. A clear impression of where the stent was originally crimped is visible on the balloon material. Visual and microscopic examination of the stent observed that the struts on both ends of the stent were crushed and pulled apart. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that after the balloon rupture and stent dislodgement of the complaint device occurred, treatment was performed. An unknown 10fr sheath was inserted and thrombotic occlusion occurred. Thrombectomy was performed, thrombosis remained and bleeding occurred and treatment was not completed. As a result, acute arterial occlusion and then leg gangrene occurred. A few days post procedure the patient died. The exact date was not provided. The cause of death was acute arterial occlusion and leg gangrene.

Event description:
It was further reported that the lesion was located within a non-bsc stent.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure for instent restenosis a balloon rupture and stent dislodgement occurred. Vascular access was obtained via the left femoral artery. The superficial femoral artery was successfully stented. The 90% stenosed lesion was located in the moderately tortuous right common iliac artery (cia). Predilation was performed with a non-bsc balloon catheter with residual stenosis of 30%. A poba was performed in the right cia. A 8.0x40x75cm express vascular ld stent delivery system (sds) was advanced to the target lesion, and during the first inflation at 8atms a balloon rupture occurred. The stent dislodged from the sds and migrated distally in the right cia "about half the size of the balloon". The dislodged stent was captured with a snare and removed outside of the patient's body. The procedure was completed with placement of a non-bsc stent. No further complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.